Manufacturer narrative:
(B)(4).

Event description:
Lead damage occurred. Part of the lead was explanted and a new lead was implanted.

Manufacturer narrative:
No conclusion code available. Upon analysis, visual and sem examinations found all five filars of outer and inner coils fractured which most likely caused the complaint reported from the field. Other damages found on the lead were consistent with those occurring at time of explant. Electrical testing revealed there were no shorts on any conduction paths.